Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after attaching the reload into the stapler during a laparoscopic sleeve gastrectomy procedure, the doctor was able to press the green button but was unable to squeeze the handle and the device did not fire. The doctor then checked the stapler if there was something wrong but still could not fire the device. The device was replaced by another stapler and reload to complete the case. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event is no longer considered as a malfunction, and is now classified as a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.